Event description:
It was reported that during unpacking of the localization wire, the tip of the device was noted to have pierced the packaging. The device was not used in a patient.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.